Event description:
On thursday (B)(6) around 18:30pm, the MRI tech returned the servo-u MRI-conditional ventilator, which was being used in the 1.5 magnet room, but moved to the 3 t magnet room. The ventilator was captured by the magnetic field as the tech neared their destination (the right side of the MRI scanner) and pulled the tech with it becoming attached to the magnet. The tech stayed carefully behind the 5 gauss line. There has never been any issues or incidents that have occurred when moving the ventilator between the magnet rooms.